Manufacturer narrative:
Zoll medical (B)(6) observed but not duplicated. The device was put through extensive testing without duplicating the malfunction. The device's pace/defib engine assembly, analog board, and conductor cable were replaced as a precaution. The device was recertified and returned to the customer. No trend is associated with reports of this type.

Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during a routine shift check by a clinician, the device displayed a "defib fault 72" message. Complainant indicated that there was no patient involvement in the reported malfunction.